Manufacturer narrative:
MDR 3003442380-2024-03106- device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the ten infusion set was block. No further information was available.